Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "vincristine was hung. IV pump programmed to infuse 25ml of chemotherapy at 100ml/hour (15 minutes). After six minutes the pump al.-armed air-in-line. The entire infusion was completed. 400ml/hour had infused. Pump sequestered and has not been examined yet." There was no patient harm.